Manufacturer narrative:
Event summary: the full lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt the stylet got stuck in the lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.